Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call compromised force sensor system error alarm and loose drive support cap. Customer's blood glucose level was 130 mg/dl. Troubleshooting for prime rewind was performed. Customer's drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.